Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. The reported dried blood in the lead lumen was confirmed, however, this is not likely to have contributed to the loss of capture. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have led to the observed loss of capture.

Event description:
The lead has been returned for analysis.

Event description:
Boston scientific crm received information that this lead had exhibited loss of capture. Due to the loss of capture, the lead was explanted. After the explant, it was reported blood was in the body of the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.